Manufacturer narrative:
Sanofi company comment for follow up dated (B)(6) 2019: follow up information does not change prior case assessment. Based on the available information the causal relationship between the events increased soreness on the outside and the inside of her left knee/ tenderness along the distal it band on the left and suspect synvisc one cannot be denied. However, information regarding injection technique and risk factors would aid in the better case assessment.

Event description:
Increased soreness on the outside and the inside of her left knee/ tenderness along the distal it band on the left [aching (l) knee] . Bone hypertrophy [bone hypertrophy] . Mild discomfort at the medial joint line bilaterally [discomfort in joints] . Antalgic gait [antalgic gait] . Case narrative: initial information received on 08-aug-2019 regarding an unsolicited valid serious case received from a lawyer from united states. This case is linked to (B)(4). This case involves a 72 years old female patient who experienced increased soreness on the outside and the inside of her left knee/ tenderness along the distal it band on the left, antalgic gait, bone hypertrophy and mild discomfort at the medial joint line bilaterally (latency: unknown), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included left arthroscopy, partial medial meniscectomy in (B)(6) 2004, fracture and tonsillectomy. Concurrent conditions included acquired varus deformity knee, arthritis, muscle weakness (generalized), osteoporosis, pain in hand, primary osteoarthritis of first carpometacarpal joint of one hand, stiffness of finger joint, strain of biceps muscle, right, initial encounter. Patient was alcohol drinker and non smoker. Patient had pneumococcal immunization. Past drugs included cortisone in (B)(6) 2016 and synvisc one in(B)(6) 2016. The patient had a medical history of colon cancer (nephew). Concomitant medications included bupivacaine hydrochloride (marcaine); methylprednisolone acetate (depomedrol) both for pain and osteoarthritis; calcium; celecoxib (celebrex); duloxetine hydrochloride (cymbalta); medroxyprogesterone acetate (depo-provera); cod-liver oil (fish oil) chondroitin sulfate sodium, glucosamine, acetaminophen;hydrocodone; atorvastatin calcium (lipitor); lorazepam; magnesium; calcium pantothenate, folic acid, vitamins nos (multi-vitamins vitafit); omeprazole, prochlorperazine maleate; eletriptan hydrobromide (relpax); tizanidine hydrochloride (tizanidine); and vitamin d. On (B)(6) 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml frequency once (lot - unknown) for primary localized osteoarthritis of both knees and bilateral knee pain. There will be no information provided on lot number for this case. Patient felt that synvisc one was working. As of 30-jun-2017, patient had some increased soreness on the outside and the inside of her left knee with some kicking exercises (onset date: 2017). As of (B)(6) 2017, patient had no other musculoskeletal or neurologic complaints. On an unknown date in 2017, patient had tenderness at the medial joint line bilaterally with bony hypertrophy. No acute distress with a normal affect and antalgic gait with a varus knee alignment. It was reported that the patient had no overlying erythema or ecchymosis with intact pulses and sensation in the lower extremities. On (B)(6) 2017, the patient had right and left intra-articular knee injection with 4 cc of marcaine and 2 cc of 40 mg depo-medrol was given for pain and the patient tolerated the procedure well. Final diagnosis was mild discomfort at the medial joint line bilaterally, antalgic gait and increased soreness on the outside and the inside of her left knee/ tenderness along the distal it band on the left, bone hypertrophy. Action taken: not applicable for all events. Corrective treatment: methylprednisolone acetate (depomedrol) for arthralgia and not reported for other events. The patient outcome is reported as unknown for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc one with (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on (B)(6) 2019. Additional information was received on 26-aug-2019 from gemg. Ptc results received and processed. Global ptc number added.

Event description:
Increased soreness on the outside and the inside of her left knee/tenderness along the distal it band on the left [aching (l) knee]. Bone hypertrophy [bone hypertrophy]. Mild discomfort at the medial joint line bilaterally [discomfort in joints]. Antalgic gait [antalgic gait]. Initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from a lawyer from united states. This case is linked to case (B)(4) (same patient). This case involves a (B)(6) female patient who experienced increased soreness on the outside and the inside of her left knee/ tenderness along the distal it band on the left, antalgic gait, bone hypertrophy and mild discomfort at the medial joint line bilaterally (latency: unknown), while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included left arthroscopy, partial medial meniscectomy in (B)(6) 2004, fracture and tonsillectomy. Concurrent conditions included acquired varus deformity knee, arthritis, muscle weakness (generalized), osteoporosis, pain in hand, primary osteoarthritis of first carpometacarpal joint of one hand, stiffness of finger joint, strain of biceps muscle, right, initial encounter. Patient was alcohol drinker and non smoker. Patient had pneumococcal immunization. Past drugs included cortisone in (B)(6) 2016 and synvisc one in (B)(6) 2016. The patient had a medical history of colon cancer (nephew). Concomitant medications included bupivacaine hydrochloride (marcaine); methylprednisolone acetate (depomedrol) both for pain and osteoarthritis; calcium; celecoxib (celebrex); duloxetine hydrochloride (cymbalta); medroxyprogesterone acetate (depo-provera); cod-liver oil (fish oil) chondroitin sulfate sodium, glucosamine, acetaminophen;hydrocodone; atorvastatin calcium (lipitor); lorazepam; magnesium; calcium pantothenate, folic acid, vitamins nos (multi-vitamins vitafit); omeprazole, prochlorperazine maleate; eletriptan hydrobromide (relpax); tizanidine hydrochloride (tizanidine); and vitamin d. On (B)(6) 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 6 ml frequency once (lot - unknown) for primary localized osteoarthritis of both knees and bilateral knee pain. There will be no information provided on lot number for this case. Patient felt that synvisc one was working. As of (B)(6) 2017, patient had some increased soreness on the outside and the inside of her left knee with some kicking exercises (onset date: 2017). As of (B)(6) 2017, patient had no other musculoskeletal or neurologic complaints. On an unknown date in 2017, patient had tenderness at the medial joint line bilaterally with bony hypertrophy. No acute distress with a normal affect and antalgic gait with a varus knee alignment. It was reported that the patient had no overlying erythema or ecchymosis with intact pulses and sensation in the lower extremities. On (B)(6) 2017, the patient had right and left intra-articular knee injection with 4 cc of marcaine and 2 cc of 40 mg depo-medrol was given for pain and the patient tolerated the procedure well. Final diagnosis was mild discomfort at the medial joint line bilaterally, antalgic gait and increased soreness on the outside and the inside of her left knee/tenderness along the distal it band on the left, bone hypertrophy. Action taken: not applicable for all events. Corrective treatment: methylprednisolone acetate (depomedrol) for arthralgia and not reported for other events. The patient outcome is reported as unknown for all events. A product technical complaint was initiated with results pending for the same.